Event description:
The device was used during a vats. Reportedly, after firing, there was bleeding from the distal end of the staple. No patient injury was reported. Another device was used to finish the procedure.